Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review of architect anti-hcv reagent lot number 24173be00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The irr, rrr and specificity observed for lot 24173be00 (0.05% irr, 0.05% rrr, 99.95% specificity) at centro autonomico de hemoterap are within product requirements. The reagent lot 24173be00 shows a comparable lot performance to other analyzed lots used at customer site and a comparable lot performance compared to the peer sites. Further, both across peer sites and across all ous customers, the irr, rrr and specificity observed for lot 24173be00 are within product requirements. The specificity of the assay is not 100%, therefore, the occurrence of false positive results in samples tested with the alinity anti-hcv assay is possible. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity anti-hcv reagent, lot number 24173be00.

Manufacturer narrative:
Patient identifier = sid = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) alinity s anti-hcv results on multiple donor specimens on two alinity s processing modules. The results provided were: on (B)(6) 2021, sid: (B)(6), on (B)(4) = (B)(6)/repeated on (B)(6) 2021 = (B)(6) / redraw same donor on (B)(6) 2021, sid: (B)(6) on (B)(4) = (B)(6). Additional information provided: (B)(6). On (B)(6) 2021, sid: (B)(6) on (B)(4) = (B)(6)/repeated on (B)(6) 2021 = (B)(6)/ redraw same donor on (B)(6) 2021, sid: (B)(6) on (B)(4) = (B)(6). Additional information provided: (B)(6). There was no reported impact to patient management.